Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction was occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient developed redness, pimples, and an infection at the needle puncture site. Prior to sensor insertion the area was prepped with soap and water. ¿he described it as a red lump, approximately 2 cm in size and about twice the size of a pencil eraser.¿ on (B)(6) 2025, the patient consulted a health care provider who prescribed an oral antibiotic medication (amoxicillin, 500 mg, three times a day) for the infection, and the infection subsided after treatment. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.